Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer obtained a reading of 24 mmol/l on his aviva connect system. His caregiver provided him insulin based on that result, however, the caregiver provided too much insulin. Patient felt dizzy and a sense of sickness. Ambulance was called. Reading on unknown ambulance meter was 14.0 mmol/l. Patient was provided treatment, however, the treatment received was not provided by the patient. Patient was not admitted to hospital. The lot number of the strips in use was not provided by patient and those test strips are no longer available.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.